Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump wake button was not responsive. Customer declined tandem technical support's offer to troubleshooting. Customer declined to provide further information. There was no reported impact to customer's blood glucose.